Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced what appears to be a vt (ventricular tachycardia) episode where wavelet of the device withheld therapy. It was noted that the vt broke on its own. Programming changes were being considered to prevent wavelet from withholding therapy in the future. The device remains in use. No patient complications have been reported as a result of this event.